Event description:
It was reported that the system would alarm when turned on and exposures were inhibited. (No fluoro) there is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.